Event description:
Sorin group received a report that the tubing in the pump raceway split during priming of the circuit. The clinician elected to replace the cardioplegia assembly and use the rest of the pack. There was no pt involvement.

Manufacturer narrative:
There was no pt involvement. Sorin group received a report that the tubing in the pump raceway split during priming of the circuit. The clinician elected to replace the cardioplegia assembly and use the rest of the pack. There was no pt involvement. The investigation is ongoing. A follow-up report will be sent when the investigation is complete.